Manufacturer narrative:
(B)(4). Batch # r93n72. Investigation summary: the analysis found that one pve35a device was returned with the frame slightly separated and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a lobectomy procedure that the power didn't work or that the batteries were bad with two of the devices opened for this procedure. A third device was used to complete the procedure. There were no adverse consequences for the patient.